Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the interrogation of the device pre-implant showed the battery status as replace pacer and at 2.79 volts. The device was not used. No patient complications have been reported as a result of this event.